Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a certas valve (ID 828804pl) was implanted in a 70-year old male patient in (B)(6) 2022 with unknown setting. An unknown failure occurred after implantation and the valve was explanted. Additional information has been requested.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 6180907, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, small cut/tear/needle holes in the needle chamber were noted. The valve was hydrated. The valve was leaked tested a leaked from the small cut/tear/needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the failed leakage test is due to the small cut/tears/needle hole in the needle chamber. The root cause for the small cut/tears/needle hole in the needle chamber is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the "IFU" silicone has a low cut/tear resistance. The possible root cause for the issue reported by the customer could have been due to the small cut/tears/needle hole in the needle chamber.